Event description:
Customer stated they were receiving results greater than 200mg/dl for the last 2 weeks. They doubled their glipizide during this time with out contacting a doctor. The customer tested on a different device and received a result of 160 - 170mg/dl. The customer inferred the other device would have read 250 - 260mg/dl so they took 60mg of glipizide (6 times their prescribed amount). The customer fainted and had chest pains, sweating, couldn't talk and was incoherent. An ambulance was called and the customer was treated with glucose in the ambulance. They were taken to the hospital where they received a result of 170mg/dl. No treatment was given at the hospital. Control was in range. A request was made for the return of the suspect device and replacement product was sent.